Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Patient called back stating that they received their new programmer but they can not get it to connect to their ins. Patient reported that their externals are fully charged and they are seeing a device not found screen. However, patient stated that they no longer want their new programmer because they found their old one and it is fully functional. Agent offered to speak to sunmed on whether or not the patient can send their new programmer back. Agent spoke to sunmed and sunmed reviewed expectations with agent. Agent notified the patient that their new programmer can not be returned given that they opened the box, and agent offered to help get the patient connected to their ins with the new programmer. Patient stated that they were "so frustrated they could scream" with the situation because the new device costed money that they didn't have. Patient stated that the initial issue was urgent because they needed to turn down their stimulation because it was causing them pain. Agent suggested that patient call back to get connected when they are less frustrated. Patient complied and will call back later.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient already called their managing health care provider (hcp) about it but they'd misplaced their programmer and they needed another one desperately. Patient further clarified that they needed it desperately because they needed to change the settings because they were in "good bit of pain" right now and that it had been going on for a couple of months now. Patient stated it felt like the stimulation was too high but they couldn't tell why because they hadn't made any changes that would have led to the pain. Patient state they had no idea where their programmer was and it had been lost a long while but they'd just been putting off calling about replacing it. Patient services warm transferred the patient to sunmed medical. Once patient received the replacement they would change the settings an follow up with their health care provider (hcp) if needed. Documented r eported event. No further action was taken by patient services.

Event description:
Additional information was received from the patient. They reported that had to be a device malfunction. It was not caused by normal battery depletion. The cause was not known. The other one that they didn't realize that they had when [illegible] the most recent one working, as there has to be some problem with the current one that they have. The patient thought that they should be able to get a refund and would send it back. Patient clarified the statement, "you still thought you should be able to return the device" as the external device they think this was an issue with the therapy, but more so a malfunction with the device that they need to turn the stimulator on, up and down.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the healthcare provider (hcp). The cause of the stimulation being too high was unknown. Patient did not report that issue to the office. It is unknown if the issue was resolved.

Event description:
Additional information was received from the patient. They reported that the cause of the communication issue was not known. When asked what the most likely cause was they stated that they couldn't get the new program. When asked about the steps taken to resolve the issue they stated that the only way that they would be happy would be for the device to work. It was nothing they were doing wrong because their other one worked fine. They still though they should be able to return it. They stated that the issue was not resolved an no further actions would be taken.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.